Manufacturer narrative:
Cmp-(B)(4). Concomitant products: us157858 481380 m2a-magnum pf cup 58odx52id. 139264 330990 m2a-magnum 52-60mm tpr insrt-6 0/-6mmt1. 21-103206 260760 ha taperloc por fmrl 12.5x145. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03086.

Event description:
It was reported patient¿s left hip was revised 9 years post-implantation due to pain, and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Event description:
It was reported that a patient was revised 9 years post-implantation due to pain, and elevated metal ion levels. During the procedure it was noted that there was some metal staining on the tissues, as well as significant amount of chronic inflammation. The socket was proud, sticking out approximately 4 mm. It was also noted that the head was impinging on the tissues.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of provided op notes confirmed the reported event. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been further reported that upon review of op notes the patient had femoral and pelvic bone loss.